Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed, as adhesive failure. And one opening in valve side assessed, as cracked valve seat diaphragm valve. Additional observations: creases are observed. Yellow particles in device inner surface are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation. Device remains implanted.